Event description:
A customer reported to beckman coulter, inc (bec) that the unicel dxh 800 coulter cellular analysis system generated erroneous results, without instrument generated flags, when compared to the rerun results on the same and on the customer's alternate instrument. Upon review, the data show that the instrument gave lower rbc, hgb, mcv, ly%, mo%, and eo% and higher plt and ne% results than the reruns. The erroneous results were not reported out of the laboratory and there was no report of death, injury, or change to patient treatment associated with this event. Service was not dispatched for this event.

Manufacturer narrative:
Method: bec performed raw data analysis. Results: raw data analysis performed by bec shows that the first run had a high number of mals (median angle light scatter) noise that was removed from the analysis as the events were mostly from debris and do not affect results. The other runs have few mals noise. The histograms on the first run appear normal and the separation of populations does not show any problems. The cause of the difference between results is not clear and the cause of the high number of mals noise of the first run is not known. Conclusion: the cause of this event cannot be determined.